Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call that they experienced high blood glucose value. The customer's blood glucose value was over 500 mg/dl. The customer also reported that the insulin pump alarmed motor error. The customer declined troubleshooting for high blood glucose value. The insulin pump will not be returned for analysis.